Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd) due to an increased rv pacing threshold. To date, this crt- d remains in service. No adverse patient effects were reported.